Manufacturer narrative:
Complained product will not be not available.

Event description:
Magnet popped/came out the [oral-b] refill in mouth [device breakage]. Case narrative: reporter via phone stated that while their wife was brushing her teeth, the magnet popped/came out from the refill in her mouth. No injury was reported.